Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 43 year-old female patient who had essure inserted (lot no. 804756) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight, nabothian cyst and cervicitis. Concurrent conditions were listed as uterine bleeding, menses irregular, biliary colic, neck strain, smoker, depression and mood swings. The only concomitant product mentioned was naproxen for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 60 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and weight fluctuation ("weight gain /loss"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic and cystoscopy.hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure administration. The reporter commented: there were 3 coils visualized on the left and 1 on the right. Discrepancy noted in essure removal as per pfs: no. Discrepancy in pfs: different year of birth (1975, 1986 or 1968). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.459 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: 1. Both fallopian tubes are occluded by the essure devices. 2. Satisfactory visualization of the endometrium which appears normal [ultrasound pelvis] on (B)(6) 2018: tubal occlusion devices are noted in the cornual regions of the uterus. On the left, this may be incorporated into the uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,pain in pelvis lot number: 904756, manufacture date: 2011-10, and expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jun-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 43 year-old female patient who had essure inserted (lot no. 804756) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight, nabothian cyst and cervicitis. Concurrent conditions were listed as uterine bleeding, menses irregular, biliary colic, neck strain, smoker, depression and mood swings. The only concomitant product mentioned was naproxen for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 60 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and weight fluctuation ("weight gain /loss"). On an unknowndate, she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic and cystoscopy.hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure administration. The reporter commented: there were 3 coils visualized on the left and 1 on the right. Discrepancy noted in essure removal as per pfs: no. Discrepancy in pfs: different year of birth (1975, 1986 or 1968). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.459 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: 1. Both fallopian tubes are occluded by the essure devices. 2. Satisfactory visualization of the endometrium which appears normal [ultrasound pelvis] on (B)(6) 2018: tubal occlusion devices are noted in the cornual regions of the uterus. On the left, this may be incorporated into the uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,pain in pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: report from lawyer. Imdrf-FDA synchronization. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. 804756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and nabothian cyst. Concurrent conditions included mood swings, depression, smoker, neck strain, biliary colic, menses irregular and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced weight fluctuation ("weight gain /loss"), 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic and cystoscopy. Hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: there were 3 coils visualized on the left and 1 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both fallopian tubes are occluded by the essure devices. Satisfactory visualization of the endometrium which appears normal. Ultrasound pelvis - on (B)(6) 2018: tubal occlusion devices are noted in the cornual regions of the uterus. On the left, this may be incorporated into the uterine wall.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain ,pain in pelvis most recent follow-up information incorporated above includes: on 17-may-2019: pfs received: case became incident. Reporters information updated . Lot no. Added. Events:abnormal bleeding (vaginal, menorrhagia), pain, weight gain / loss, abdominal pain , were added. Medical history , lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.